Event description:
During a stenting procedure, the physician could not deploy the cypher stent due to a crack in the hub of the balloon. The target lesion location is unknown. It was reported by the hospital that the nurse used a cypher stent on a case with physician. They were unable to deploy the stent. At first they thought their stopcock was loose because the contrast just oozed out. On further examination physician noticed a large crack in the hub. It is unknown how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.